Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Customer does not recall bg value. Cause was not known. Reportedly, red cross personnel checked blood pressure (bp) and bg and provided orange juice and carbohydrates to address bg.